Event description:
It was reported a patient's implantable cardioverter defibrillator presented with non-sustained right ventricular oversensing episodes due to loss of capture. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.